Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. File updated accordingly

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had a revision due to discomfort to the ins location. It was further stated that the cause of the discomfort was significant weight loss and that the patient continued to lose weight, her body shape changed and ipg was now too low on her body. Issue was resolved by performing a revision. No further complications were noted or anticipated.